Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the display screen had a black spot that covered the graphics and text and customer confirmed that the pump touch screen was not cracked. There was no impact to the customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.